Manufacturer narrative:
Additional medwatch information provided.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "product carefusion maxguard pressure rated extension set, me5303, lot 15125541 we recently starting using this extension tubing we have had multiple reports of the blue clamp cracking when sliding the clamp into place with normal amount of pressure this renders it ineffective and has also caused leaking onto floor or patient." An incomplete date of event of (B)(6) 2018 was provided.

Manufacturer narrative:
The customer¿s report that the slide clamp broke was not confirmed. Received from the customer were 30 new, unused extension sets model me5303, lot 15125541. Visual inspection of the set noted no damage or any anomalies. Functional testing consisted of priming the tubing, after which the slide clamps were closed and opened. No anomalies were observed. The customer¿s report that the slide clamp breaks was not confirmed. The root cause was not definitively identified. Previous investigations identified the root cause of this issue to be a result of two contributing factors: non-ideal gate location and shelf life of the slide clamp raw material.

Event description:
The customer reported that the slide clamp on the extension set breaks.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the slide clamp on the extension set breaks.